Event description:
The report received indicated that, prior to use, while flushing the balloon catheter a foreign, body that resembled a piece of fluff, was flushed from the catheter.

Manufacturer narrative:
The product is not available for evaluation, as it was discarded. Additional information has been requested and will be submitted within 30 days upon receipt.